Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was having difficulty charging as their implantable neurostimulator (ins) was in an overdischarged state. They were having coupling difficulty due to the ins being very mobile in the device pocket. It was also reported that the ins was unable to connect with external devices. The manufacturer representative was able to recover the device using the antenna locate (al) feature. The ins was charged to 25%, though it was difficult due to the battery moving, and the power on reset (por) was cleared. The issue was resolved. No patient symptoms were reported and there were no further complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain, chronic low back pain, and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.